Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure performed on an unknown date. According to the complainant, the stent was used for palliation of colorectal tumor. During the procedure, the physician attempted to deploy the stent when the handle detached from the outer sheath. The stent was partially deployed when removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found out that the stent of the device was received fully mounted onto the delivery system. During the product analysis, the investigator was unable to manually deploy the stent of the device. A visual and tactile examination found that the dark blue outer sheath was kinked 80mm distal to the strain relief and that the proximal end of the dark blue outer sheath was creased. These types of damage are consistent with excessive force being applied to the delivery system possibly during the advancement of the device or during attempts to deploy the stent. The investigator also noted that the dark blue outer sheath had detached from the distal handle. The investigator was unable to advance and retract the outer sheath by hand. The shaft was dissected at the proximal end of the clear outer sheath. The investigator noted that it was then possible to advance and retract the inner. The proximal end of the inner was withdrawn from the outer sheath and there were no issues noted with its profile that could have contributed to the complaint incident. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues identified during the product analysis. Noted damages were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure performed on an unknown date. According to the complainant, the stent was used for palliation of colorectal tumor. During the procedure, the physician attempted to deploy the stent when the handle detached from the outer sheath. The stent was partially deployed when removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.